Event description:
Boston scientific received information that following implant of this lead, a pre-discharge check noted loss of capture via telemetry. Impedance and threshold measurements were stable. An x-ray noted no slack in the lead and potential dislodgement. A revision procedure was performed and the lead was repositioned without further incident. No adverse patient effects were reported. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.